Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the right ventricular lead showed fluctuating sensing and high capture thresholds. Noise episodes were also observed. The rv and lv leads were found to be dislodged. The rv lead was explanted and replaced. During the revision, the physician saw that the suture sleeves were not well secured. Patient condition after the revision was fine.